Event description:
Boston scientific crm received information that this lead exhibited noise on saved egm's during a recent follow up appointment. The physician believed this lead to be fractured so the lead was surgically abandoned and replaced at the same time and the pacemaker to avoid any additional surgery. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.